Event description:
Co rec'd a report when a lens was returned. An ophthalmologist reported that a model 920, 16.0 d lens had been implanted then explanted because the hepatic was spinning around at the site of insertion in the optic. He did not want to manipulate it into the proper position for fear of breaking the hepatic. This physician was contacted by phone and he said that he had to make a slightly larger incision in order to remove the model 920 and that he had replaced it with another MFR's lens. The pt made a full recovery from the surgery. A folder provided by pharmacia & upjohn was used in the procedure. The surgeon commented that the model 920 was not his lens of choice. He believes the haptics are not welded properly to the optic. He also said the lens is too hard to manipulate and he has to fold it under the microscope but is usually successful. An evaluation of the returned lens and a batch review have been requested.